Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. An in-service was performed at the facility and the reprocessing procedures were reviewed. It was confirmed that there was no point of deviation from the reprocessing procedures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the subject device was not returned and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. According to the instruction manual, the reprocessing methods are described in the following chapters: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope failed a third-party culture test. It is unknown what the positive results were or the type of testing. The customer had a loaner scope that also tested positive. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. An olympus endoscopy support specialist was dispatched to the facility to observe the customer¿s reprocessing techniques. An in-service was conducted and completed on (B)(6) 2023. The nurse manager at the facility scheduled a follow-up observation for the pre-cleaning and reprocessing. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.